Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No, lens remains implanted. Method - work order search. Results - a lens work order search was performed and no similar complaints were found. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -15.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The reporter indicated the lens tore while being inserted and the surgeon decided to leave the lens in the eye. The lens has since decentered and the edge of the lens is in the patient's vision. The surgeon's plan is to explant the lens but to date the lens remains implanted. The patient's post-op best-corrected visual acuity was 20/30.